Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensor was not reading accurately. There is no report of any patient impact or consequence as a result of the reported issue.